Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none is anticipated. (B)(4).

Event description:
A doctor reported that a blunt knife was experienced during surgery. An alternate knife was obtained in order to complete the procedure. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
One opened knife sample was received by manufacturing. The sample was examined per facility procedure and was found to be visually conforming. Penetration and sharpness testing was then performed per facility procedure which was also found to be conforming. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed no additional complaint associated with the reported cutting instrument lot. A dull blade, as described in the complaint, cannot be determined from this evaluation. All visual and functional tests performed during the evaluation were conforming. A root cause cannot be determined for the complaint as described by the customer. (B)(4).